Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer needed to press the wake button multiple times before the screen turned on. The customer's blood glucose level was not impacted. Reportedly, customer would continue to use the pump for insulin therapy.